Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found a cut on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a cut cord. The issue occurred during reprocessing. There were no reports of patient involvement.